Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products include: carto 3 system (us catalog # fg540000, serial (B)(4)); smartablate generator (us catalog # m490007, serial (B)(4)); smartablate pump (us catalog # m490008, serial (B)(4)); pentaray nav eco catheter (us catalog # d128211, lot # 17747503l). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a small pericardial effusion was detected via transesophageal echocardiography (tee). Transseptal puncture was performed. Left atrium was mapped with the pentaray catheter. Pentaray catheter was removed and the thermocool® smart touch¿ bi-directional navigation catheter was inserted. While mapping with the thermocool® smart touch¿ bi-directional navigation catheter, the catheter was visualized outside of the left atrium. Patient became hypotensive and a pericardial effusion was detected. Pericardiocentesis yielded 264 ml. Patient required extended hospitalization as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no radiofrequency ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding spi value. Thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after placement in the left atrium. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.